Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a lad/circumflex lesion. Lesion morphology was reported to be severely tortuous. The lesion was pre-dilated. The delivery system was inserted; however was unable to cross the lesion. The physician attempted to retract the delivery system and the stent became dislodged in the left main. The physician attempted to insert a 1.5 balloon within the stent and also push the stent with the balloon, this was unsuccessful. A snare was used to pull the un-deployed stent into the guide catheter. The guide catheter, stent, and wire were all successfully removed from the patient. No further intervention was performed. The patient is fine.

Manufacturer narrative:
Evaluation: results: embolism-device. Severely tortuous. Evaluation: conclusion: severely tortuous. Secondary intervention.